Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 199 mg/dl (strip lot 551640), 105 mg/dl and 101 mg/dl (strip lot 551600). Results were obtained using different strip lots. No actions taken based on device results. No adverse event reported. Requested return of suspect device and both strip lots, and replacement was sent.

Manufacturer narrative:
(B)(4).